Event description:
It was reported that the patient presented in clinic with complaints of discomfort due to diaphragmatic stimulation. Interrogation revealed high capture threshold on their right ventricular (rv) lead. X-ray was performed and confirmed dislodgement. The rv lead was repositioned on (B)(6) 2023. The patient was recovering without complication.